Event description:
Pt suffered from fluid in his right shoulder which he went to surgery ctr to have removed. Pt 'cut up' with the referenced class ii medical device which was used on pt without his or family member's consent. Pt now has a 'slap lesion' as well as fluid on his shoulder. They have been trying to 'work things out' with surgery ctr and with the MFR of the referenced device but without success.